Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown pfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, while the surgeon was attempting to drill at the distal position of the 9 mm proximal femoral nail antirotation (pfna) nail, the drill bit interfered with the nail. Surgeon removed the hand piece from the drill bit and struck it slightly with a hammer. The surgeon then attempted to insert a 4.9 mm locking bolt, but the bolt went out of bounds. Surgeon then attempted to drill manually but was not successful. Surgery was completed without insertion of the bolt. It was noted that, because of the size of the nail, the clearance between the bone surface and the nail was very thin. Concomitant devices reported: radiolucent insertion handle for trochanteric fixation nails (03.010.405, lot number unknown, quantity 1), 125 degree aiming arm for pfna blade (03.010.406, quantity 1), protection sleeve (356.831, lot number unknown, quantity 1), drill (356.828, lot number unknown, quantity 1) this report is for one (1) unknown pfna nail. This is report 3 of 3 for (B)(4).